Event description:
A customer reported an event of a "burnt smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off. Customer stated there was ventilation in the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the push-on hose was replaced. Unit meets specifications and was returned to service on 07/09/2015.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit for the past 6 months (01/09/2015 ¿ 07/08/2015) did not reveal a significant trend. ¿the trend of the product malfunction code odor/smells was completed from august 2014 through july 2015 and did not reveal a significant trend. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the oil return hose was returned and inspected. The oil return hose was frayed at both ends and could not be tested. The reason for return of the oil return hose was confirmed. The assignable cause of the odor/smells issue is the oil return hose. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.